Manufacturer narrative:
The insulin pump passed all operating currents tested with in the specific range and passed off no power test. The insulin pump monitored and tested with no unexpected battery out limit noted. The unit passed the rewind, basic occlusion, prime/compromised force sensor and displacement tests. The insulin pump was received stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The unit was unable to perform occlusion test due to motor error alarms. The insulin pump was received with a broken battery tube thread and cracked reservoir tube lip was noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while attempting to change the infusion set. It was also stated the insulin pump alarmed motor position encoder error. The blood glucose reading was 192 mg/dl. While the customer was troubleshooting they received a battery out limit alarm. Troubleshooting was not completed because the insulin pump was stuck on the rewind process.